Event description:
As reported by a b. Braun global affiliate: I would like to raise the attached supplier corrective action. We have been observing presence of particulate matter in our finished product, hence we investigated our particulates and one of those was cellulose. One of the sources we suspect cellulose to have emerged is chemo dispensing pins manufactured by b. Braun, as this contains a paper filter with which our product comes in contact with. Also, can cellulose emerge from chemo dispensing pin paper packaging? Please can you investigate if there are any reported cases and advices if there are any other complaints reported against this item?

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four unused sample were provided for evaluation. Upon visual inspection of the returned samples, no evidence of particulate was observed. No test is available to confirm the reported defect. The filter's composition of paper could account for the detection of cellulose. Bbraun guarantees that the product is leak-proof and can withstand the anticipated pressure. However, the examination for any additional particulates that may pass through the filter was not conducted. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.